Event description:
Boston scientific received information that the shock impedance measurements for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) have been increasing. A memory download was sent to boston scientific technical services (ts) for additional review. A ts consultant reviewed the data and discussed that the shock impedance measurements are trending higher, with some measurements above 125 ohms; the highest measurement was 140 ohms. This behavior is not unexpected as the rv lead is a single coil defibrillation lead and the values are normally higher in the distal coil to can shock configuration. A commanded 41 joule shock was delivered recently, and the shock impedance measurement was 114 ohms; this is considered to be in normal range for this rv lead. Additional testing considerations, including defibrillation threshold (dft) testing, were discussed that the physician could decide to perform at a later date. At this time, the rv lead and crt-d are still implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed. The crt-d was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Laboratory analysis was unable to confirm the clinical observations of a potential system integrity issue. The device met all specifications during testing. No further investigation can be performed as the rv lead will not be returned.

Event description:
--

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Over one year later, there was an alert displayed through the patient's remote monitoring system that the crt-d had recorded a high out of range shock impedance measurement on the rv lead. The patient was called into the hospital for testing. A commanded 41 joule shock was delivered and again the code 1005 was displayed. A memory download was performed and sent to boston scientific technical services (ts) for review. The data was reviewed by a boston scientific engineer and confirmed there was a possible integrity issue with the system. No adverse patient effects were reported. The crt-d has been deactivated and a revision has been planned to test and potentially replace the rv lead.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.